Event description:
It was reported that, "pt experienced tibial pain. Surgeon revised the tibia and insert."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available, a supplemental report will be issued.